Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating previously documented information and added that today pt charged the ins for about 3 hrs. Pt confirmed not using the recharger app, and agent educated pt on the use of the recharger application and had pt close all apps on the handset and access the recharger app. Pt reported that the ins was fully charged with excellent connection, and agent provided education on the difference between the recharger app and mystim rc. Pt mentioned that settings were recently adjusted, and agent explained that the adjusted settings might be the reason for prolonged charging and advised pt to turn off the stimulation before charging the ins and monitor the status using the recharger application. Agent instructed pt to monitor the issue and redirected pt to rep if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they have been having pain in their back like you wouldn't believe since yesterday. Patient confirmed they have not had any falls or anything that could have impacted the implant. Agent attempted to walk patient through how to turn stimulation up or change groups, but patient was unable to connect using their mystim app. During the call, the patient attempt to connect with the recharger. Patient stated the screen indicated the stimulator was 30% and therapy was off. Patient reported poor coupling, moved the charger around, and the number in the center could not get any higher than 6. The patient was redirected to their healthcare provider to further address the issue.